Manufacturer narrative:
A photo sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the photo sample, the reported was unconfirmed. Because a physical sample was not returned, we were unable to perform a follow up investigation to include functional evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a physical sample is received at a later date, this complaint will be reopened for further investigation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a 8fr nasojejunal tube was passed to the patient and when trying to use it, occlusion was detected. The tube was withdrawn and its kinking was observed (with memory). A new probe was passed.